Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that sticking drawers and tower doors. Field service engineer checked all drawers and doors across station in the hta but was unable to replicate the fault. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis medstation es system had sticking drawers and tower doors. The customer reported that users were unable to remove medications from drawer while attempting to issue medication to a patient. There were no adverse events or injuries reported based on this event.